Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 544 mg/dl, at the time of incidence. Customer was treated in emergency room with the insulin pump. Customer was okay to troubleshoot for high blood glucose level. Customer declined to perform care link upload. The insulin pump will not be returned for analysis.